Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0swf3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had their system removed on (B)(6) 2015 due to an infection and would be having a new one implanted on (B)(6) 2016 on the opposite side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.